Event description:
A set of twins had the same event occur two days in a row (meaning that a total of 4 stopcocks were found to be cracked and leaking fluid). At 17:00 and again the next day at 04:00, both infants had fluid leaking from their umbilical venous catheter (uvc) devices. We were unable to determine if the crack was present before the stopcocks were removed from the original packaging, or if excessive pressure was used by someone on two different infants, two days in a row at two different times of day. I have worked with stock room to have the 3-way stopcocks removed from our supply in both of our neonatal intensive care units (nicu). Supply chain ordered a new 4-way stopcock and was made available on supply carts. Infection prevention staff was alerted to monitor both infants for infection which did not develop. We have had no issue since this change was made. I am going to enter this event 2 times because there were different lot numbers involved.

Event description:
A set of twins had the same event occur two days in a row (meaning that a total of 4 stopcocks were found to be cracked and leaking fluid). At 17:00 and again the next day at 04:00, both infants had fluid leaking from their umbilical venous catheter (uvc) devices. We were unable to determine if the crack was present before the stopcocks were removed from the original packaging, or if excessive pressure was used by someone on two different infants, two days in a row at two different times of day. I have worked with stock room to have the 3-way stopcocks removed from our supply in both of our neonatal intensive care units (nicu). Supply chain ordered a new 4-way stopcock and was made available on supply carts. Infection prevention staff was alerted to monitor both infants for infection which did not develop. We have had no issue since this change was made. I am going to enter this event 2 times because there were different lot numbers involved.